Event description:
On (B)(6) 2015 patient removed enteral feeding tube. Rn went to place another weighted tube. Prior to insertion, rn loosened the stylet. Once inserted and x-ray confirmation, the stylet was stuck and would not come out. The plastic cap came off in the process of pulling so hemostats were used to pull the stylet out. The tube had to be removed and another placed. Again prior to insertion, the stylet was loosened and let out slightly. Once the tube was in place and x--ray completed, the stylet attempted to be removed. It was again stuck and the plastic cap came off in the process. Hemostats were used but unable to get the stylet out. Tube had to be removed. Prior to insertion of the 4th tube, stylet removed and the tube was placed.